Manufacturer narrative:
Analysis of the implantable neurostimulator found the battery had a reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. It was reported that patient has lost like 70 lbs and can grab a hold of the stimulator that is how much it is sticking out and that is causing a lot of pain down her leg. Patient was wondering if it is pushing on something. Patient was re-directed to their hcp. The event date was provided as "probably been a good month". Additional information received from a manufacturer representative (rep). It was reported the patient had difficulty recharging (4 hours per session) due to weight loss. The battery was replaced and the new battery was placed on the other side. The removed battery was expected to be returned for analysis. The issue was reported to be resolved. No further complications were reported.